Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 3.5, laboratory inr: 4.4. Approximately 2 and 3 weeks prior to event, inratio inr result was 2.4. On (B)(6) 2013, the inratio inr result was 3.5. On (B)(6) 2013, the patient experienced rectal bleeding and held his coumadin. On (B)(6) 2013, the inratio inr result was 3.5. The patient was admitted to the hospital due to the bleeding. Approximately 4 hours after the inratio inr result, the laboratory inr was 4.4. The patient's coumadin was held until the inr was within the target range of 2.5 - 3.5 from (B)(6) 2013 - (B)(6) 2013. On (B)(6) 2013, the patient laboratory inr was 3.1. The patient was discharged from the hospital on (B)(6) 2013. There was no additional patient or treatment information provided.

Manufacturer narrative:
Investigation pending.